Event description:
It was reported treating a heavily tortuous and calcified iliac, 2 a giltracs, part number 1010007-20 were used, 1 in the left bifurcated and 1 in the right bifurcation. The agiltrac balloon in the left ruptured at 8atm. This ruptured balloon was removed without incident. With the 1010007-20 remaining in the right iliac a 1010008-20 agiltrac balloon was placed in the left and this balloon ruptured at 6 atm. This device was also removed without incident and injury or effect to the pt. A non-guidant 9mm stent was placed in the lesion without incident. The physician felt the balloons ruptured due to the heavy tortuousity and calcification. It is noted this product (1010008-20) was expired when used by the physician.